Manufacturer narrative:
Investigation summary: based on the information available, product analysis confirmed the reported hole/perforation and identified a device malfunction. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: returned product consisted of an ams 700 cylinders, reservoir, pump and two (2) rear tip extenders. The ipp cylinders were visually inspected and microscopically examined. Both cylinders were frayed with torn fabric threads protruding through the cylinder body. Cylinder 2 had a hole in the outer tube near the proximal end of the cylinder body due to input tube wear with avulsion. The ams 700 momentary squeeze (ms) pump was leak tested, visually inspected and microscopically examined. No visual abnormalities or damages were found upon inspection. The pump was functionally tested and failed the activation test (2). The pump therefore required more than 8lbs. Of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to cylinder rupture. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to cylinder rupture. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to cylinder rupture. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.